Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient codes e060104 and e2321. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable lead was dislodged after the patient was repositioned by nursing staff following the implant. It was noted the patient coded and regained consciousness after receiving one round of cardiopulmonary resuscitation (CPR). However, re-adjustment of transvenous pacing wire (tpw) failed to recapture pacing. Transcutaneous pacing was attempted despite an increase in amplitude of pads with a failure to recapture pacing. The patient remained in a junctional escape rhythm of 30 beats per minute and mean arterial pressures (maps) in the 60s. Medication was given, however there was no response. The interventional cardiologist was notified and repeat tpw was activated in the catheter lab. The patient stabilized. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable lead was dislodged after the patient was repositioned by nursing staff following the implant. It was noted the patient coded and regained consciousness after receiving one round of cardiopulmonary resuscitation (CPR). However, re-adjustment of transvenous pacing wire (tpw) failed to recapture pacing. Transcutaneous pacing was attempted despite an increase in amplitude of pads with a failure to recapture pacing. The patient remained in a junctional escape rhythm of 30 beats per minute and mean arterial pressures (maps) in the 60s. Medication was given, however there was no response. The interventional cardiologist was notified and repeat tpw was activated in the catheter lab. The patient stabilized. No additional adverse patient effects were reported.